Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, non-sustained oversensing was noted due to t-wave oversensing. The physician will continue to monitor the patient by follow-up. The patient was stable and will be monitored.